Manufacturer narrative:
(B)(4).

Event description:
The pt experienced withdrawal and overdose symptoms over a period of time. The pt was unwell, sometimes feeling sleepy, at other times experiencing extra pain. The pump was used to deliver morphine. It was unk, but possible, that the symptoms were device or therapy-related. A dye study was performed with no significant findings. The pump displayed the early replacement indicator. The pump was replaced. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.